Event description:
During placement, the wire became stuck. After removing the wire, an xray was taken and revealed a wire fragment had broke off. This wire fragment was later removed from the pt with no injury.

Manufacturer narrative:
The complaint was confirmed, and the damage appears to be use related. There was a break in the floppy tip of the nitinol guidewire and the broken end of the guidewire was not returned for evaluation. The core wire exhibited necking, or narrowing, of the wire at the break site, which indicates that the wire was subjected to excessive tensile stress. The coil wire was stretched and unraveled, which indicates that the wire was subjected to tensile stress. It was reported in the incident questionnaire that the guidewire was stuck in the needle and could not be advanced or retracted. No defects related to the manufacturing process were noted on the complaint sample. A chr of lot# reua0908 showed one other similar product complaint(s) from this lot number. (B) (4).